Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log for the reported event date shows two infusions with a rate of 40 ml/hr with a volume to be infused (vtbi) of 20 l, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption or abnormalities. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿failed the volume test a second time at 21.12¿ was reproduced. The device was tested for flow rate accuracy and over-delivered just above 5% accuracy error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel out of adjustment and the pressure plate travel requires adjustment to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the volume test a second time at 21.12ml. It was not specified if the device was over-delivering or under-delivering. This occurred during testing. There was no patient involvement. No additional information is available.